Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for low blood glucose, and found that the customer was hospitalized due to low blood glucose of 28mg/dl. Troubleshooting was not performed at that time as the nurse felt that the insulin pump was calculating the boluses incorrectly. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed no delivery outside of specification range due to a faulty force sensor. The bolus wizard was functioning properly, and the minilink transmitter communicates properly to the insulin pump. The calculations were downloading properly to the device.